Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of massive water leak from front grill of the heater-cooler system 3t during maintenance. The leat is from the cardioplegia pipe blue elbow from changeover block that has broken. There was no patient involvement.

Manufacturer narrative:
H11: livanova field service representative inspected the unit at customer facility and confirmed that leakage was coming from the elbow of blue stud connected to cardioplegia changeover valve. As troubleshooting 90° blue stud was replaced. Device service history review has been performed and identified that the unit was manufactured in 2018 and no other similar event has been reported, neither concerning trend has been identified. Based on gathered information, the root cause of reported issue is a breakage of the blue stud due to degradation over time with possible contribution of disinfectant usage which led to the weakness of the material. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.